Event description:
It was reported that panel phoenix nmic/ID-307 misidentified citrobacter farmeri after repeat it was identified as escherichia coli. The following information was provided by the initial reporter. Customer reports mis ID as initial ID was citrobacter farmeri and after repeated it was identify with escherichia coli.

Manufacturer narrative:
D10: device available for eval: yes. D10: returned to manufacturer on: 28-aug-2023. H.6 investigation summary: this complaint is not confirmed. This complaint is for misidentification of escherichia coli as citrobacter farmeri when using phoenix panel nmic/ID-307 (449289) batch number 3108749. The customer did not return panels or phoenix generated lab reports but returned isolates for the investigation. To investigate, two retention panels from complaint batch 3108749 was tested using customer returned isolate e. Coli #1 on a phoenix m50 machine and evaluated for identification results. Next, two retention panels from complaint batch 3108749 was tested using customer returned isolate e. Coli #2 on a phoenix m50 machine and evaluated for identification results. Last, one retention panel each from the same material but different batch was tested using customer returned isolate e. Coli #1 and e. Coli #2 on a phoenix m50 machine and evaluated for identification results. All six panels identified as e. Coli, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that panel phoenix nmic/ID-307 misidentified citrobacter farmeri after repeat it was identified as escherichia coli. The following information was provided by the initial reporter: customer reports mis ID as initial ID was citrobacter farmeri and after repeated it was identify with escherichia coli.

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.